Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot retraction issue and difficulty to remove the device were confirmed due to the condition of the returned device. The needle to cuff miss was not confirmed. The investigation determined the reported difficulties appear to be related to use error and the subsequent treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Facility reporters were then contacted and clarification was received: two perclose proglide devices were used in an attempt to preplace sutures prior to the coronary stenting procedure using an impella with a 14fr sheath. The sutures did not capture the vessel wall (the needles missed the proglide cuffs). An attempt to close the feet of the devices was not initially successful as the guide wires, left in the vessel, did not allow the feet to retract; the feet eventually retracted. A decision was made to abandon pre-close. No proglide suture was in the patient's vessel walls at any time. After the procedure, the 14fr sheath was removed and guide wire access was lost. A femostop and manual arterial compression were used to achieve hemostasis. The patient was sent to the critical care unit (ccu) and was hemodynamically stable. The patient was subsequently treated in the cath lab for coronary issues unrelated to the proglide devices. At that time, a pseudoaneurysm was found at the impella access site. The patient underwent surgical repair of the pseudoaneurysm. Hospitalization was prolonged. The patient has since been discharged. No additional information has been provided regarding the proglide issues. This code is used to address the operator not being trained, the failure to perform a femoral angiogram to verify the location of the puncture site and failure to remove guide wire prior to proglide use. Per the proglide instructions for use: this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. Perform a femoral angiogram to verify the location of the puncture site. Remove the guidewire before the exit port crosses the skin line. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate manufacturing report number. Attachment: user facility sus voluntary event report number mw5072896.

Event description:
It was reported that suture placement in the right and left common femoral arteries was attempted with two proglide devices, using a preclose technique, with 6fr sheaths prior to a coronary stenting procedure using an impella device. A femoral angiogram was not performed prior to suture placement. The guide wires were not removed prior to suture deployment and a cuff miss was noticed for both proglide devices. Initially, the proglide devices were stuck in the artery as the footplates would not retract, however, the footplates eventually retracted and the devices were removed with no tissue damage. The preclose technique was aborted. The sheath was upsized to 14fr and the procedure was completed. Hemostasis was achieved with manual arterial compression at both access sites. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy related to the proglide devices. The physician is reportedly not trained in the use of the proglide device or established in the preclose technique. No additional information was provided. Subsequently, user facility medwatch report number mw5072896 was received stating: "double perclose used for 14 french sheath. Needles became bent and did not close the hole. Patient had to go to surgery for femoral vascular repair. Coded during procedure."